Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow-up in clinic. During examination of right ventricular (rv) lead, noise was noted on the rv lead which caused oversensing. Physician performed programming changes and plans to monitor the lead. The patient was in stable condition.